Manufacturer narrative:
E1- initial reported phone number: (B)(6). The date of event is estimated. During processing of this complaint, attempts were made to obtain complete event and device information.

Event description:
It was reported that the patient experienced infection at the lead and anchor site. Surgical intervention was undertaken on an unknown date wherein the lead and anchor were explanted. The patient was prescribed antibiotics.